Event description:
A false positive advia centaur xp troponin ultra result was obtained on a patient sample. The results were considered discordant when compared to an alternate laboratory test method result and patient's clinical picture. Serial dilutions were performed on the patient sample and the results remained elevated. Heterophilic testing on the patient sample was completed at a second alternate laboratory and the test result was positive. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp troponin ultra results.

Manufacturer narrative:
The patient sample was sent to an alternate laboratory for heterophilic antibody testing and the result was positive. The cause for the discordant advia centaur xp troponin ultra result may be due to interference. Quality controls were within range. Siemens healthcare diagnostics has requested a patient sample. The instrument is performing within specification. The instruction for use under the summary and explanation of the test section states "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi." The instruction for use under the limitations section states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays."